Manufacturer narrative:
Investigation: according to the customer, the plasma was pulled off approximately 24hrs following collection, and allowing for a resting period of 1 hour. These units were collected at an alternate location and were shipped via fedex express to the processing station. It was stated that 53 products were hemolyzed. This was from a collection of 236 units. Units were collected on (B)(6) 2022 at the same blood drive and shipped via fedex on 14lbs of ice. Ice was intact upon arrival. The customer verified the units were insulated from the wet ice. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that they have been seeing what they called hemolysis when making products from their whole blood product. They did not measure any of the products to verify for hemolysis, but it was a visual observation. This plasma was pulled off approximately 24hrs following collection, and allowing for a resting period of 1 hour. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. The devices are not available for return because they were discarded by the customer.

Event description:
The customer reported that they have been seeing what they called hemolysis when making products from their whole blood product. They did not measure any of the products to verify for hemolysis, but it was a visual observation. This plasma was pulled off approximately 24hrs following collection, and allowing for a resting period of 1 hour. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. The devices are not available for return because they were discarded by the customer.

Manufacturer narrative:
This report is being filed to provide investigation: the sample was not returned for investigation but we confirmed ¿red-tinged plasma¿ in the pictures provided. Concerning the production of imuflex, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister trays. The top film of each blister tray is heat-sealed. Drug solution is made by mixing water for injection, which is manufactured from raw water with multiple unit operations, and various drug substances in a preparation tank. We check whether the density of the solution is appropriate for use and only appropriate solution is used for production. The product concerned was also weighed for the entire quantity after sterilization as well as after individual packaging to control the volume of blood preservative solution. For the leukocyte reduction filter, filter membranes are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and prevent occlusion in the filter and hemolysis, standards of particulate removal rates and cationization levels of filter membranes for each filter membrane and also standards of average cationization levels of laminated filter membranes have been set and controlled. We reviewed the manufacturing record of the lot number in question and confirmed that no anomalies had occurred in any processes, and the products were manufactured as usual. We reviewed the testing and inspection record of the lot number in question and confirmed that there were no anomalies in all release testing items including foreign matters. The products conformed to the standards concerning the lot number in question, we investigated whether there had been any similar complaints reported by other customers, and confirmed that the same incident associated with this lot number had not been reported by any other customers as of august 23, 2022. Regarding the retained samples of the lot number concerned, three sets were visually inspected. Two sets have been used to measure the solution volume and to perform a quantitative test for the composition of the solution in the same manner as the release testing. The appearances of the retained samples showed no abnormalities and each measurement result conformed to the in-house standards. Root cause: as mentioned in the preceding section, only the imuflex products that have conformed to the in-house standards are released. The incident reported may have occurred by a combination of the following common factors of hemolysis in blood products. 1) characteristics of blood there is a possibility of hemolysis if the blood of a donor has characteristics of red blood cell fragility. 2) bacterial contamination hemolysis is likely to occur if blood is contaminated with bacteria containing hemolysin. 3) excessively cooling blood is gradually congealed and eventually hemolyzed when it is cooled below -3°c. There is a possibility of hemolysis due to this factor if the blood bag is locally cooled in the refrigerator. 4) filter occlusion filtration time is extended because the filter is likely to be occluded, and furthermore, when red blood cells flow through such an occluded filter, physical stress on the red blood cells may cause hemolysis.